Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced hyperglycemia with blood glucose level above 600 mg/dl. The insulin pump received insulin flow block alarm and event was resolved by complete set change. The customer feels okay to troubleshoot. The insulin pump will not be returned for analysis.